Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were intermittent false alarms with the level (red) sensor. The device was not changed out, as they continued through the end of the case with the nuisance alarm. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient. Per the clinical review on 05/19/2015: clinical services spoke with the field service representative (fsr) and perfusionist (ccp) once he was at the customer site. The ccp was using both level sensors (yellow [alert] and red [alarm]) and using the alert/alarm mode. During cpb, a "level not attached" alert message was observed and since this is an alert and the message is posted yellow on the central control monitor (ccm), the ccp assumed there was a coupling issue with the yellow level sensor. The ccp disconnected and re-connected the yellow level sensor to the sensor pad and the "level not attached" message did not clear. The ccp elected to change out the yellow level sensor, the alert condition and message continued. The ccp did not check the coupling of the red sensor, as she assumed the issue was with the yellow level sensor. As cpb was about completed, she elected to finish the case without further troubleshooting and the nuisance alert message continued until the case was completed. The fsr checked both sensors at the hospital and could not find a functional issue with either yellow or red level sensors. Likely the red level sensor and/or sensor pad lost coupling to the reservoir. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per the customer¿s answers to follow up questions, customer states they attach the level sensors to the level sensor mounting pads immediately after affixing the mounting pads to the reservoir. The system 1 operators manual states that the level sensor mounting pads should set for five minutes to allow maximum adhesion of the mounting pads to the reservoir. Failure to allow the five minute adhesion could result in the mounting pads unable to provide sufficient force to hold the level sensors against the reservoir. This would result in poor coupling between the level sensor and the reservoir wall, and can cause intermittent false alarms. During laboratory analysis, the complaint effects were not able to be duplicated. The sensor was visually inspected with no anomalies noted. It was attached to a system simulator and operated as intended. Cable was mechanically agitated with no change in operation. Sensor was allowed to operate for 16 hours and logged no false alarms. No additional action will be taken at this time.

Manufacturer narrative:
Eval in progress, but not yet concluded. The fsr tested the alarm level but could not duplicate the reported issue. The fsr replaced the alarm level sensor as a precaution and tested operation satisfactory. The data logs were downloaded and sent ot the manufacturer for further eval. The unit operated to manufacturer specs and was returned to clinical use. The suspect device was returned to the manufacturer for further eval.